Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 15.9 mmol/l (286.2 mg/dl). When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, insulin was administered and a new pod was applied.

Manufacturer narrative:
The device was received and evaluated. No kinks or damages were found along the soft cannula during investigation. Fluid was observed passing through the fluid path successfully. Download data showed no signs of struggle during device run. No issues found that would cause device to fail to deliver insulin.